Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having connect to power alarms. Log files captured odd strings of power cable disconnects on battery power. The battery and battery clips were cleaned with no resolution. The battery and clips were then replaced, also with no resolution. The system controller was exchanged, and it resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms can be confirmed based on the data contained in the provided log files. The event log file contained data recorded from (B)(6) 2024 where intermittent power cable disconnect alarms associated with rsoc invalid faults were recorded. The associated voltage levels indicated that the alarms occurred while the controller was connected to 14v batteries. The pump support was not affected, and the system maintained the set speed with no interruptions. The periodic log file contained events recorded from (B)(6) 2024. The recorded data did not add any new information regarding the reported event. A specific root cause for the power cable disconnect alarms captured in the event log file was not able to be determined. The system controller serial number (B)(6) was not available for evaluation. Per the provided additional information the system controller will not be returning. The system controller was exchanged, and the issue was resolved. The device history records were reviewed, and the records revealed the system controller, (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿. Explain all alarms, including driveline communication fault alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.